Event description:
Primary stability not achieved, no thread tap used, smoker, inadequate bone quality/quantity. ø 3.5 drill protocol followed but no stability achieved. A bigger implant has been placed successfully.